Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device locked on tissue and would not release. Another device was used to complete the case. There was no patient consequence.